Manufacturer narrative:
Sims portex inc performed bench testing in attempts to duplicate this event. Sims was able to reproduce the failure mode (the distal end of the stylet coating detaches from the stylet wire) by: a) pinching or abrading the stylet against the edges of the 15mm connector of the endotracheal tube during removal of the stylet. B) bending the endotracheal tube and or the 15mm endotracheal tube connector at acute angles during removal of the stylet. Sims portex inc has concluded that this device would not typically be subjected to the conditions listed above which were required to duplicate the failure mode. Sims portex inc is in the process of adding instructions for use to this device with precautions against performing the above actions.

Event description:
The pt was intubated with a 3.0mm endotracheal tube using a sims stylet. The stylet was removed with difficulty and ventilation was established. The peak pressures needed to ventilate were approximately 50cm h20. Severe bronchospasm was presumed and treated with albuterol as well as epinephrine 1mgcg/kg IV. The saturation returned to approximately 95-97% on 100% 02 but the peak pressures needed to ventilate the pt were still high. Suctioning of the 3mm endotracheal tube with a 5-6fr suction catheter was impossible. Reintubation with another 3mm endotracheal tube was quickly performed and the extubated tube examined. Shearing of the plastic coating of the stylet had allegedly occurred in the lumen of the endotracheal tube causing partial obstruction and increasing resistance to flow.